Event description:
It was observed that during the device evaluation, the subject device exhibited blurry image and severely scratched charged coupled device glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the scratches on the charged coupled device glass resulted in blurry image. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.